Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, creases flat. Leak test and microscopic analysis was performed which identified, observed void >1 mm in non-textured, valve-to shell-bond area. And device no leak. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: no leak was observed in the device.

Event description:
Healthcare professional reported, left side deflation. Device has been explanted and replaced.